Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed no capture and occasional p waves on the atrial channel on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was unknown.

Manufacturer narrative:
Additional information: b5 patient condition is stable.

Event description:
New information received notes that the patient condition was stable.

Manufacturer narrative:
Correction: b5, h6 missing ra lead statement, p-wave oversensing should not have been coded and missing related manufacturer reference number.

Event description:
Related manufacturer reference number: 2017865-2022-15540 it was reported that the patient presented in clinic for a follow up. Device interrogation revealed no capture the atrial channel on the implantable cardioverter defibrillator (ICD) and no capture on the atrial (ra). The physician elected to explant and replace the ICD. No information on how ra lead was addressed. The patient condition was unknown.

Manufacturer narrative:
The reported event of capture anomaly was not confirmed. Electrical, mechanical, and longevity analysis was normal with no anomalies found.